Event description:
Adverse event(s): "no patients affected by the event" (no consequences or impact to patient). Product problem(s): "will not start" (failure to power up); "burning smell from unit" (device emits odor). A surgical technician reports that when she plugged the system in first thing in the morning, the logo was flashing on and off. She went to get another system and when she came back, the staff told her the first system was working. The first system was used for two cases, then during setup for the third case, the surgical technician noticed a burning smell. The system was powered down and a different system was used on the remainder of the cases. The surgical technician stated there were no patients in the room when the burning smell was noted and no patients were affected by this event.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) verified the reported event of a burning smell and the system would not start. The tm found the neosonix controller board was burned and replaced the controller board. The system now started, but there was no footswitch response, no phaco, I/a, cautery or vit pump, but primed and cleaned okay. The footswitch icon on the front panel displayed correctly and showed positions 1, 2 and 3. The tm tried a new power supply, fluidics controller and multifunction board, inspected the backplanes for burnt tracks to no avail. The touch screen buttons were not responding, but icons and remote control worked okay. The customer decided to stop the repair process due to cost. The tm removed all installed parts. No service test was completed and the legacy does not meet product specifications. (B) (4). (B) (4). (B) (4).